Event description:
A customer contacted beckman coulter (bec) reporting a leak inside the coulter act diff hematology analyzer. The volume of the leak was about 15 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous patient results were generated in connection to this event.

Manufacturer narrative:
Bec customer technical support (cts) assisted the customer with troubleshooting the issue via telephone. The customer traced the leak to the baths waste line was pinched. The customer straightened the waste line and the instrument ran without any leaks. The repairs were verified per established procedures. Service was not dispatched as the customer corrected the issue. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).